Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). The device was received for evaluation. During evaluation of a returned spectrum pump, the device powered off without user input. The cause was identified to be depressed and dirty battery contact pins which requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.